Event description:
The customer reported that the device was displaying a service icon and had some error codes in its memory that indicate a potentially critical failure. There were no reports of patient use associated with the event.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.